Event description:
The customer reported that at the end of an ectopic pregnancy case on (B)(6) 2020 when the 31 year old female patient was being transferred to the bed, the upper phillips monitor failed and they could no longer ventilate the patient in bag or vent mode. The case began at 3:43 and was largely uneventful until the assumed time of the desaturation around 5:10 based on the sudden drop in et02. According to anesthesiologist blood oxygen saturation of the patient dropped to 32% according to a smaller side monitor. The intubated patient was switched to the device's auxilliary oxygen outlet with an ambu bag and recovered. The anesthesia machine was fully checked by a field service engineer, was found to be fully functional, and nothing was identified in the logs. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).